Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was explanted and returned to cpi for analysis due to a clinical observation of a 'pulse generator fault' message. Additionally, model 0155 was explanted and returned due to documented 'noisy' intracardiac electrograms resulting in oversensing and pacing inhibition.